Event description:
It was reported to medtronic minimed that the customer experienced a backlight anomaly with the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed, and the customer reported that a backlight anomaly resulted in a black screen, and the self-test did not pass. No harm requiring medical intervention was reported. The product was returned for analysis.

Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test but failed the sleep current test and active current test due to moisture damage on the electronic assembly. Pump is functioning properly. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found multiple: power loss alarm from 01/04/2023 09:11:09.000. Failed batt/battery failed alarm on 01/04/2023 07:55:05.000 to 01/04/2023 09:09:11.000. No backlight anomaly was observed during testing. No unexpected battery alarms/alerts during testing or in the pump history. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, and force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, broken belt clip rails, minor cracked case-corner of belt clip rails, pillowing keypad overlay, keypad overlay texture damage, and faded end cap label damage. Pump passed all other required testing but failed the sleep current test and active current test due to moisture damage on the electronic assembly. Unexpected battery power loss was confirmed due to high sleep current due to moisture damage on the electronic assembly. Customer alleged for pump doesn't do nothing anymore/not functioning and backlight anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.